Event description:
It was reported when the devices were used during a hernia repair procedure, the staples would not deliver. Another device was used to complete the case. There was no consequence to the pt.